Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the mental crease with 2 ml of juvéderm® voluma® with lidocaine and in the chin and jawline with 3 syringes of juvéderm volux¿. Four days later, the patient was given botox®. The patient then reported ¿some face ache¿ after the dermal filler treatment. At a follow up a week later, the patient began to develop ¿swelling with possibly purulent mass¿ on the tip of the chin within 24 hours of having dental work that was noted as a ¿possible infection.¿ the patient was treated with antibiotics cefaclor 375 mg 1 bid x 10. At a follow up 3 days later, heat was applied that caused the ¿abscess¿ to rupture and ¿pus¿ to discharge. The area of ¿redness¿ subsided but was still present. More heat and a massage were recommended along with more cefaclor 375 mg 1 bid x 10. The patient was seen again 6 days later where the chin had settled and there were no longer signs of infection, but filler was missing in the chin, causing slight ¿asymmetry.¿ additional filler was recommended to restore the chin and cheeks.